Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2018 wherein the ipg was relocated deeper into the tissue. The pain at the ipg site is resolved and patient is doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, the patient was treated with injections but it did not resolve the issue. As a result, surgical intervention may be taken to address the issue.